Event description:
It was reported that there was lack of suction. Additional information was received and it was learnt that suction loss occurred during laser firing. Patient treatment had to be changed to photorefractive keratectomy (prk) as customer could not get adequate suction to proceed. Reportedly there was no patient injury. No further information was provided.

Manufacturer narrative:
Additional narrative information: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on 05/31/2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: one (1) opened pi received within original packaging confirming the reported lot number. No cone was returned. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed with all results within specifications. The reported issue could not be confirmed. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.